Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. The reported complaint was not confirmed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be severely melted with small splits on both sides and lifted exposing metal. The split on one side of the teflon pad appears to have a small missing fragment measuring approximately 1mm. There were char marks noted on the non-insulated area of the grasping section and on the probe due to thermal damage. The device was attached to a test usg-400/esg-400 and the device passed the probe check. There were no error messages observed during testing. Based on the investigation findings, the jaw is not broken, still intact and functional as it could be opened or closed smoothly without an issue. The damage of the teflon pad can be attributed no tissue or insufficient tissue between the probe and jaw during activation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a during a laparoscopic hysterectomy procedure, the jaw of the handpiece broke. No device fragment fell into the patient. There was moderate bleeding observed that was controlled with a second handpiece. The intended procedure was completed. There was no patient injury reported. Additionally, the handpiece was inspected prior to the procedure with no anomalies found.